Event description:
Caller reported that a malfunction occurred on the pump, specifically displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the same malfunction code did not recur afterward. The customer was informed to continue using the pump and instructed to call back if any malfunction code reappeared.